Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-(B)(4). Device evaluation summary: according to the information reported, the patient developed capsular contracture. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. White material was observed on the shell surface. During visual examination, mentor product analysis lab revealed a crease on the anterior view of the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the crease occurred sometime subsequent to the removal of the device from its protective packaging. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. At this point it is not possible to determine the root cause of the crease or the origin of the white material observed. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. There is no evidence that the crease was the root cause of the capsular contracture. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip- (B)(4). It was reported that a (B)(6)-year-old black hispanic female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 525cc gel breast prosthesis developed baker grade iii capsular contracture in her right breast. As a result, the patient underwent explantation and replacement with a mentor memorygel breast implant 475cc gel breast prosthesis on (B)(6) 2018.